Event description:
Pt's remote transmission from home monitor showed noise on all leads and battery that is <3 months eri. Ra and rv lead impedance were all <200 ohms in a matter of 6 months from implantation/replacement. Pt was instructed to go to ER. The next day pt's device was replaced. Leads were functioning outside the defective device.